Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility and could confirm the reported issue. He tightened the knob and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication livanova learned that the pump speed could still be controlled by the user and that the knob was just hard to rotate thus the reported event has been re-assessed as non reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console had a stiff/wobbly speed control knob during a procedure. It is unknown if the user could still control the speed of the pump. However, on the basis of the currently available information, this could not be excluded. There was no report of patient injury.